Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received the open book image on the insulin pump screen and insulin pump was not doing nothing. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Event description:
It was reported that the insulin pump was returned for analysis.

Manufacturer narrative:
Retainer = black. Customer returned device for an alleged critical pump error (open book image) alarm found on (B)(6), 2022. The device powered up properly after battery installation. No blank display or critical pump error (open book image) alarm noted. The device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Successfully downloaded the trace and history files using thus. A review of the downloaded history files shows on (B)(6), 2022 at 18:06 there was a pump error (file number = 2005, line number = 9926, variable info = 15) alarm and then a pump error (line number 2727 file number 32122) alarm that occurred. The device was cut open for visual inspection. No evidence of physical damage or moisture damage was found on the electronic assembly (electrical board 1 and 2), motor, or the force sensor. The force sensor zero offset is within specification (26.7 mv). Pump error is due to a rf chip error, fault isolated to the electronic assembly. Pump error is a consequence of the pump error. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Blank display and critical pump error (open book) alarm are not confirmed. Pump error alarm is confirmed due to a chip error, isolated to the electronic assembly. Pump error is confirmed due to pump error . Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Manufacturer narrative:
Retainer = black. Customer returned device for an alleged critical device error (open book image) alarm found on september 1, 2022. The device powered up properly after battery installation. No blank display or critical device error (open book image) alarm noted. The device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Successfully downloaded the trace and history files using thus. A review of the downloaded history files shows on september 1, 2022 at 18:06 there was a device error 63 (file number = 2005, line number = 9926, variable info = 15) alarm and then a device error 4 (line number 2727 file number 32122) alarm that occurred. The device was cut open for visual inspection. No evidence of physical damage or moisture damage was found on the electronic assembly, motor, or the force sensor. The force sensor zero offset is within specification (26.7 mv). Device error 63 is due to a radio frequency chip error, fault isolated to the electronic assembly. Device error 4 is a consequence of the device error 63. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Blank display and critical device error (open book) alarm are not confirmed. Device error 63 alarm is confirmed due to a rf chip error, isolated to the electronic assembly. Device error 4 is confirmed due to device error 63. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.